Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that crack on pump screen and plastic chipping off when changing the reservoir. The customer stated that insulin pump had motor error and it gives the no delivery alarm. The blood glucose was unknown. The device will not be returned for the analysis.